Event description:
Had bellafill injected into my face (between eyes and under eyes) I was heavily persuaded by inept doctor and sales rep for bellafill. The allergy test was given and ten minutes later, the injections were injected into my face instead of waiting 28 days as I discovered later. I was told by doctor and rep I would see results immediately. I did not, so they determined I needed more and injected me again! Six months after the injections my face blew up, lumps in between my eye and under my eyes! After 6 months of treatment recommended by the makers of bellafill I had minor improvement and then overnight the lumps are back! Now I face using a chemotherapy drug or surgery! This product should not be on the market, it has been renamed several times and continues to cause horrible results. This drug should have never been approved for use knowing it's history! Myself and many others are suffering because this company and the FDA allowed this product on the market!